Manufacturer narrative:
The reported events were helix mechanism issue, high pacing impedance and capturing problem. Final analysis found that as received, a complete lead was returned in one piece. The reported events of helix mechanism issue and capturing problem were confirmed and the reported event of high pacing impedance was not confirmed. Visual examination found the helix retracted, clogged with blood/tissue and x-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix was able to extend and retract normally. The measured full helix extension length was within specification. The cause of the reported events of helix mechanism issue and capturing problem were isolated to the blood/tissue clogging the helix and the over torqued inner coil causing an internal short consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead helix was unable to extend. Also, the lead exhibited high pacing impedance and failure to capture. The lead was not used and replaced. The patient was in stable condition.